Event description:
It was reported that during a "tvt" procedure needle separated from the mesh. There were no adverse pt consequences reported. The procedure was completed successfully with another device.